Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 1 month. According to the patient's wife, the cause of death was cardiac arrest. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Device not returned. Through follow-up with the health-care provider, a response was received. Unfortunately, the health-care provider was unaware of the patient's death. It was noted that the last time the patient was in their office was on (B)(6) 2010. At that time the patient was doing well. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.